Event description:
It was reported this rv lead exhibited oversensed noise which resulted in pacing inhibition. Noise was found to be myopotential. In addition, there was an out of range amplitude alert. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).